Event description:
Rep reported that the valve is defective. No other details were available.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The device was tested and failed the programming, pressure test and was occluded. The root cause of the problem reported by the customer is due to biological debris that was seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.